Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
E1 update: the reporter¿s information was updated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Event description:
It was reported patient experienced ineffective therapy and diagnostics indicated both leads have high impedances on all contacts. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
B3: date of event is estimated. A4: patient weight is unknown.